Event description:
Baxter reported that a transfer set separated from the titanium-adapter during use. The product was in use for 40 days and the actual sample is available for evaluation.

Manufacturer narrative:
.